Event description:
This device was explanted and replaced due to it not being able to be interrogated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was not interrogatable confirming the clinical observation. The analysis of the memory content showed that the eri status was triggered on february 13, 2015, on the day of explantation. The last follow-up was in september, 2014. The battery condition was found to be as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. There was no indication of a device malfunction. During the further course, the pacemaker was reset using a technical programming tool. Subsequently the device could be properly interrogated. A stress test under different temperature environments was performed. The interrogation functionality was not compromised. In conclusion, during analysis the clinical observation was confirmed. The root cause for the clinical observation was not determinable after reset, the device proved to be fully functional. The ability to deliver anti-bradycardia therapy was not compromised while implanted and in service.